Event description:
Complainant alleged that while attempting to defibrillate an 87-year-old- male patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical united kingdom for evaluation. A review of the clinical file showed two analysis events. Analysis event #1 consisted of 2 segments. In this analysis, the algorithm determined that the first two segments were not shockable, so a third segment was not necessary. It is important to note that segment 1 had a clear presence of CPR interference; this most likely caused artifact in the waveform and could have impacted the results of the analysis. Analysis event #2 was a rapidshock analysis event, consisting of three segments analyzed during the CPR period and 2 after CPR was paused. The rapid shock segments were not able to match the filtered waveform to any specific waveform type(s). The recorded waveform metrics were analyzed and resulted in a non-shockable determination for the rapid shock analysis. The 2 reconfirmation segments both determined the presenting waveform to be a form of ventricular tachycardia, however the recorded pulse rate was below 150 bpm (avg. 131 bpm) in both segments and therefore determined non-shockable by the analysis algorithm. The AED 3 worked as designed and configured, and within the limitations of the technology available. No trend associated with similar reports.